Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing fse found that the boot signal communication problem while system booting. The philips engineer has done the force power on ippc and host pc. After repaired, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to boot up. The device was in not in clinical use. Philips has started an investigation of the complaint.